Event description:
At a visit approximately 2 weeks post a shoulder procedure, the pt felt something hard and had a lump at the incision site. Surgeon used local anesthesia and opened the incision. He reported he found a blue piece, described as part of the driver, in the soft tissue under the stitches. The piece was easily removed during the post op visit. No further adverse consequences have been reported with the pt. This device is used for treatment.

Manufacturer narrative:
The customer did not return the piece removed from the pt and the customer's complaint could not be verified. It would not be possible to determine if the piece removed was a piece of the driver without an evaluation. This is the first complaint of this nature for this product. A definitive conclusion could not be determined from the information available.